Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer declined follow-up troubleshooting with tandem technical support for the reported out of range issue, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.